Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not booting up. Review of the system log file showed software error (lab stopped responding loop). The fse determined that the reported problem was due to faulty x-ray pc and suite pc. As a part of repair activity, the fse replaced the x-ray pc and reloaded the software in suite pc. After the replacement and installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the azurion 7 m20 system had a booting issue after having tsm issues. The system was not in clinical use and no harm has been reported. Philips has started an investigation of the complaint.